Event description:
It was reported that when the asymptomatic patient presented in clinic for a routine flouro, r-wave amplitude variation and externalized conductors were observed. The lead was explanted and replaced. The patient condition was fine.

Manufacturer narrative:
(B)(4)